Event description:
It was reported that the patient had been having issues with the device for the past 48 hours. Caller stated that every time the patient tried to charge the implanted neurostimulator they are getting system problem rm05 message when they are trying to connect to charge the ins. They verified that the patient was able to plug the controller into ac power and the controller was 100% charged. The issue was not resolved. A replacement recharger was sent. Additional information was received from patient representative stating that the pt got the replacement rtm and then about a month later the pt found that their stimulation would turn off and they would have to turn it back on. They said the pt isn't doing it by accident. They said pt hasn't been exposed to any emi and hasn't had any falls or trauma. Pt rep isn't sure if pt is perhaps letting ins deplete, then charging it back up but forgetting to manually turn stimulation back on. They are going to monitor the pt and see if this is the case, and will have pt follow up with hcp if this doesn't resolve it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.